Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device tore unexpectedly after being used by 5 minutes in the surgery. Another device was used to complete the case with no pt consequence. One device is going to be returned.